Manufacturer narrative:
Insulin pump passed displacement test and self test. No missing segments and partial display or stripe on the screen noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had partial display. Blood glucose at the time of incident was 119 mg/dl. Customer reported that the display looks like there are stripes on it. It is not evenly lit and it is difficult to read. The insulin pump will be returned for analysis.